Manufacturer narrative:
(B)(4).

Event description:
Pt reports signal loss. It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.